Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable was as the lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient implanted with a symfony intraocular lens (iol) is having a great deal of issues with glare. After the patient's follow-up visit, the physician is considering possibly starting the patient on restasis. Through follow-up it was learned that a zxr00 25.0 diopter iol was implanted in the patient's left eye. The problem occurred at post-op day one in both eyes. The physician performed yag (yttrium aluminium garnet) on this eye. The lens remains implanted. Patient still has complaints of glare and starbursts; says they're dimmer, but still there. This report will capture the lens in the left eye and a separate report will capture right eye. No further information was provided.